Event description:
The patient was revised due to the disassociation of glenosphere from the baseplate on (B)(6) 2022, following the primary surgery on (B)(6) 2020. The surgeon explanted the centered glenosphere (36) and the humeral cup (36/9). An eccentric glenosphere (36) and humeral cup (36/3) were implanted. This event was reported by the manufacturer under the report number 3009532798-2022-00130.